Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro laa closure device & delivery system (wds) was implanted on (B)(6) 2025. The patient was discharged on aspirin. During a routine 45-day follow-up transesophageal echocardiography (tee), a laminar, non-mobile thrombus was noted attached to the atrial side of the closure device surface. The patient was prescribed a full dose of oral anticoagulation (oac), and a repeat tee will be scheduled in 45 days.